Event description:
Indication: immune thrombocytopenia purpura and common variable immunodeficiency, unspecified; spontaneous call form patient to order refill. Patient reported leaky tubing when administering his hizentra product. Patient spoke with another pharmacist to request shipment of different tubing and thus end dated for supplies is (B)(6) 2021, since patient is switching to different ones. No other information is available at this time. Reported to cvs/caremark by: patient/caregiver.